Event description:
During a check-out procedure at the manufacturer's service center, a ventilator¿s screen turned black and unable to viewed. The device was not in patient use. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.